Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2010, the lay user/patient's nurse contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was prompting the apply sample indicator. The following complaint was classified based on information obtained from the customer service representative (csr). The nurse alleged that the issue began on (B)(6) 2010 at 10am. The nurse does not know the patient's diabetes regimen and it is also not known what action, if any, the patient took in response to the alleged issue. As a result of the reported meter issue, the nurse claimed that at 11:15am, the patient experienced shaking. According to the csr's documentation, the patient did not receive any medical intervention after the alleged issue occurred. During troubleshooting, the csr noted the patient was using the subject meter for the first time and the patient was not using the proper testing technique. The alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the nurse claimed the patient was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.